Event description:
On (B)(6) 2012, the distributor contacted animas stating the up/down arrow and ok keypad buttons were unresponsive. There was no additional information available for this complaint. There was no reported adverse event associated with this complaint. This complaint is being reported due to the alleged keypad issue.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The pump has been returned to animas but evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. (B)(6).

Manufacturer narrative:
(B)(4): on investigation, the keypad was found to be fully intact without peeling or visible damage. On testing, the down arrow button was unresponsive. The remainder of the buttons had normal response. The keypad cover was removed for investigation and did not reveal evidence of contamination or defect of the button contacts. The pump was opened for investigation and revealed the keypad connector was not fully closed.